Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider downloaded pump history to diasend. Diasend report showed that the customer had input 250g into the pump. Customer stated that this was done mistakenly, backed out of the screen, and then correctly input a 25g bolus. Review of pump history with tandem technical support showed that the customer had entered a blood glucose (bg) value in the carbohydrate field. The bolus was canceled and was not delivered; therefore, there was no impact to the customer's bg level.